Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarms. The customer¿s blood glucose level was unknown. Customer was able to clear the alarm and able to complete rewind the insulin pump. The customer stated that another alarm did not received after battery change. Customer stated that the temp basal was not programmed before the alarm occurred. Customer also stated that the alarm occurred shortly after inserting a new battery. Customer had additional new battery available, hence they were advised to remove current battery from insulin pump and insert new battery; however insulin pump was still alarming. The customer was advised that the insulin pump needed to be replaced and was advised to monitor the insulin pump and they continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.